Event description:
It was reported that the customer is in the hospital and no longer is wearing the insulin pump. The caller did not know if his admission had something to do with the device, and they do not want to be contact as the customer decided not to be on the insulin pump therapy at this time. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.